Event description:
It was reported that the patient was admitted to the hospital on july 5 at 23:12 due to sudden onset of impaired consciousness and right-side limb immobility for 3 hours, and CT ruled out contraindications to thrombolysis such as cerebral hemorrhage. Emergency blood results met the indications for thrombolysis, at 00:12 minutes they injected atipase 64.8 mg intravenous thrombolysis treatment, at 00:20 by the patient admitted to the department of treatment, at 00:45 minutes in the doctors and nurses accompanied by the interventional room to the ¿cerebral angiography + stent implantation of the left middle cerebral artery,¿ the end of the complete relevant checks in the medical staff accompanied by patient was sent back to the intensive care unit of the department of neurology for monitoring and treatment. The endotracheal tube was open (22cm from the incisors), the urinary catheter was open (exposed length: 22cm), and the urine was yellowish in color; the doctor in charge was notified of the situation, and the patient was put on a ventilator to assist breathing, and patient was put on intensive care and continuous electrocardiographic monitoring. On july 14th at 11:00 the patient's urinary bladder leaked, and patient was given a new triple-lumen catheter. 00:00 on july 22nd, the patient found that the nursing pads were wet when turning her over and was given a new nursing pad to change the urinary catheter. When replacing the nursing pad, the catheter was found to be dislodged. Observe catheter slippage, the foley catheter balloon was ruptured, and no bleeding from the urethral orifice. Checked the patient's bladder area was not full, immediately notified the duty doctor, in accordance with the medical advice given to improve the CT examination of the abdomen, the results were not abnormal, did not re-retain the catheterization, and closely observed the situation of defecation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and state the following: do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.